Event description:
It was reported that the pt underwent a total right hip arthroplasty in (B)(6) 2009. The pt experienced a pain and a revision surgery was done on (B)(6) 2011.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. The failure rate for early loosening is monitored and comparable to the general failure rates of metal on metal implants of various competitors on the market. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).